Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned in good condition. The device was tested with a generator and had intermittent activation around the max trigger. The device was disassembled and damaged was found to the flexible circuit, in the form of moisture under the switch dome assembly.

Event description:
It was reported that during an open pancreatoduodenectomy, the device kept being activated without being pressed the hand switch in about 3 hours after the max button was pressed. After the power was cycled, a hand switch error was displayed. The device with the foot switch completed a system check, but after a while, an actuation sound with max button was heard without being pressed the hand switch. Another device was used to complete the case. There were no adverse consequences to the patient.